Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump powered off without user input (medication, programmed amount and delivery rate unknown). No additional information could be obtained from the customer.